Event description:
It was reported through the stryker facebook page, "worse surgery I ever had, 3years later I'm still having pain". Additional fb comment received, "worse surgery I ever had!!"additional fb comment received, "been 3yrs since surgery, still have pain,wish I had never had that surgery".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.